Manufacturer narrative:
The manufacturer received a medsun report from the user facility describing that mini c-arm drapes (part number c9-008m) ripped during application in the operating room. The report indicated that three drapes tore in the same location during use, and two affected lot numbers were identified: 1115lr1300 and 1135lr3400. The manufacturer initiated an investigation (complaint #(B)(4)) upon becoming aware of the event on october 29, 2025. Device history records for the affected lots were reviewed, and historical complaint data was analyzed. The investigation confirmed the nonconformance and identified the root cause as equipment malfunction during the sealing process, linked to inadequate condition of the teflon clamping bars on sealing machine grs-0001. Preventive maintenance and corrective actions were implemented, including 100% inspection of on-hand inventory and CAPA-02462. No patient injuries, infections, or complications were reported. The user facility report was used as a primary source of event details and contributed to the investigation conclusions.

Event description:
It was reported on (B)(6) 2025, that mini c-arm drapes were placed by a surgical technician and ripped during application. The rip occurred in three drapes at the same location, affecting product c9-008m from lots 1115lr1300 and 1135lr3400. No patient injuries, infections, or complications were reported.